Event description:
It was reported that the access system was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The physician made multiple recaptures in an attempt to positioned the closure device properly. The decision was then made to exchange for a different curved was. When the physician removed the was from the patient they noted that the tip of the was was damaged. A new was and wds were used to successfully complete the procedure with the closure device implanted in the laa. There were no patient complications that were reported to have occurred due to these events.

Event description:
It was reported that the access system was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The physician made multiple recaptures in an attempt to positioned the closure device properly. The decision was then made to exchange for a different curved was. When the physician removed the was from the patient they noted that the tip of the was was damaged. A new was and wds were used to successfully complete the procedure with the closure device implanted in the laa. There were no patient complications that were reported to have occurred due to these events. It was further reported that the only damage noted was to the wds, no visible damage to the was was observed.

Manufacturer narrative:
Complaint product updated to a watchman flx laa closure device & delivery system.